Manufacturer narrative:
(B)(4).

Event description:
The customer reports: on (B)(6) 2019 a patient presented to the ed complaining of "vague symptoms possibly associated with PICC line". The line was determined to be in an artery and removed. Means for determining the PICC as an arterial placement is unknown except for a chest x-ray. A new line in the right side was placed and the patient was discharged home. No official report on patient condition received , account stated the patient was "doing well". The patient had a 5fr double lumen argon silicone PICC placed on (B)(6) which was ethanol locked and the patient was discharged to receive treatment on an outpatient basis.

Manufacturer narrative:
Qn#(B)(4). No vps g4 system or patient case data was returned for analysis. A device history record review was not performed for this investigation because the provided batch/lot number 11221305 is not a teleflex recognized batch/lot number. In addition, the customer uses multiple vps g4 systems. The vps g4 systems are identified by serial numbers and no serial number was provided. Without the device or patient case data to evaluate, the complaint could not be confirmed and the probable cause could not be determined.

Event description:
The customer reports: on (B)(6)2019 a patient presented to the ed complaining of "vague symptoms possibly associated with PICC line". The line was determined to be in an artery and removed. Means for determining the PICC as an arterial placement is unknown except for a chest x-ray. A new line in the right side was placed and the patient was discharged home. No official report on patient condition received , account stated the patient was "doing well". The patient had a 5fr double lumen argon silicone PICC placed on 3/29 which was ethanol locked and the patient was discharged to receive treatment on an outpatient basis.